Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the clip deployment sequence, after the lock line was retracted less than 1cm, resistance was met and the lock line could not be removed. The clip was inverted and the cds was removed. A new cds was used to complete the procedure. Two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported inability removing the lock line was confirmed. A knot was observed at approximately 7mm from the end of the lock line, and noted to be obstructing removal from the lock line lumen. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of product quality issue with respect to manufacture, design or labeling.